Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: weak and headache. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and returned test strips. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer; call was transferred to manufacturer. The customer is concerned with test results from results obtained of 297, 195, 165, 158 and 269 mg/dl. The customer¿s expected am fasting blood glucose test result range is <170 mg/dl. The customer reported symptoms of feeling weak and having a headache; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 239 mg/dl using true metrix air meter. The product is stored according to specification in the basement family room. The test strip lot manufacturer¿s expiration date is 05/31/2024 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 297 mg/dl, date: (B)(6) 2023, time: 12:03 pm, non-fasting; result 2: 195 mg/dl, date: (B)(6) 2023, time: 10:50 am, fasting; result 3: 165 mg/dl, date: n/a, time: 9:53 am, fasting; result 4: 158 mg/dl, date: n/a, time: 10:13 am, fasting; result 5: 269 mg/dl, date: n/a, time: 9:53 am, fasting.

Manufacturer narrative:
Sections with additional information as of 13-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.